Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2532" to "2889" the device was returned to the factory for evaluation on 01/30/2024. An investigation was conducted on 01/20/2024. A visual inspection was conducted. Only the delivery device with the seal was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The seal was observed in the delivery device in an opened state. The white plunger was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. A mechanical evaluation was conducted. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. No cracks or delamination was observed. The tip of the delivery device was observed to be bent inside itself. No other visual defects were observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches ((B)(6)). The length of the delivery tube was measured at 2.48 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failures "fitting problem" and "crack; seal" were not confirmed. The reported failure "material deformation" was confirmed. The lot # 3000342438 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) seal had a crack and that it did not load properly into the clear tube. They noticed the clear tube on the end actually had a burr or pinch on the end of the clear tube which did not allow the seal to load properly into the clear tube. They chose not to use the device knowing that that would be problem and just opened another heartstring to complete the case. No delay. No harm.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported hst iii system (3.8mm) misfire. They had to open another device to complete the case.